Event description:
In 2006, the lay reporter, the lay patient's daughter, called lifescan alleging that the patient's one touch ultra meter did not turn on. The medical affairs specialist (mas) sent a letter to the patient since the phone number provided was disconnected. The patient last tested with the reported meter 1/2006 at about 9:00 or 9:30am; no result obtained at this time was reported. At the time of concern the patient had slurred speech and was disoriented. She did not test while symptomatic. Prior to receiving medical attention, the patient took no action to affect her blood glucose level. No information was provided regarding her diabetes treatment regimen. The patient was taken to the hospital the next day, where a result of 39 mg/dl was obtained. The patient was treated with an injection; the daughter did not know the type of injection given. The patient went to her doctor at an unspecified time and date and was told to stop taking her oral (pill) medication "until they get results back." No information was provided regarding the type of medication discontinued by her doctor. The customer service agent (csa) confirmed that the meter battery was greater than one year old and the patient did not have replacement battery to attempt replacing the battery. The csa walked the reporter through pressing the power button and inserting a test strip all the way into the test strip port; the meter did not turn on with either attempt. The meter, test strips, and control solution were replaced. The complaint is reported as an adverse event because the patient may have been prevented from noting that her blood glucose level was low due to the meter not turning on. As a result, treatment of her hypoglycemia was delayed.